Event description:
Boston scientific received information that during a routine follow-up visit, this pacemaker was found to be at elective replacement time (ert) on (B)(6) 2012 after the device had delcared that there was 1.5 years remaining back in (B)(6) 2011. Premature battery depletion was suspected. The pacemaker maybe scheduled for a replacement procedure in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated. .

Manufacturer narrative:
To date, the revision procedure has not been performed. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and amended report should further information be provided.